Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room due to syncope. The right ventricular lead exhibited loss of capture. The lead was capped and replaced successfully. The patient was stable post procedure. The patient would be followed normally.